Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had multiple no delivery alarms. The blood glucose at the time of the incident was unknown. The customer disconnected the device for a few days and reverted to manual injections. It was stated that when the customer reconnected the3 device, it alarmed iop test failure and no delivery. He also received max fill alarms without touching the insulin pump. Troubleshooting was not performed. The device will not be returned for analysis.